Event description:
Same case as MDR ID 2134265-2013-06681. (B)(4) study. It was reported that post percutaneous coronary intervention, target vessel revascularisation occurred. In october 2008, a 2.5x20mm taxus express2 stent was placed in the mid left anterior descending artery (lad) and a 2.5x12mm taxus express2 stent was placed in the 1st left posterolateral artery (lpl). In (B)(6) 2013, the patient presented with angina and restenosis were found during the CT scan. The physician "judged" this event as definitely related to the taxus stent and unrelated to the antiplatelets. The patient was hospitalized 1 week after and coronary angiography was performed. On the next day, patient underwent target lesion revascularization and had stable angina. The target lesion #1 was located in the mid left anterior descending (lad) artery with 90% stenosis, length of 18 mm, and reference vessel diameter of 2.25 mm. Target lesion #1 was treated with a placement of an unspecified size non bsc stent. Subsequently, another unspecified size non bsc stent was deployed in left main coronary artery (lmca) to proximal lad with 0% residual stenosis. Target lesion #2 was located in the left posteriolateral (lpl) with 90% stenosis, length of 23 mm, and reference vessel diameter of 2.25 mm. Target lesion #2 was treated with a placement of an unspecified size non bsc stent extending to the third obtuse marginal. Following post dilatation residual stenosis was 0%. On the following day, patient was discharged from the hospital. In (B)(6) 2013, follow up was performed and patient had no angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).